Event description:
A malfunction was reported on a pump by the customer, with a specific fault code but no notable events occurring before the issue. There was no adverse impact on the customer's blood glucose level. Tandem technical support resolved the situation by initiating the process to replace the pump, providing the customer with instructions on returning the malfunctioning device and programming the replacement. The customer was informed about using an alternate method for insulin delivery if necessary and acknowledged all instructions provided by the support team.